Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received stated "during a cardiac catheterization the perclose closure device failed requiring a 2nd perclose closure device to be used which was successful" no additional info was provided.

Manufacturer narrative:
At this time the customer will not be returning the device for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.